Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch on down arrow button. No button error alarms noted. No scroll bar moving with no input noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated her pump had started giving her button problems. She was able to clear alarm, but then it occurred again. Customer stated the scroll bar is moving without input. Advised customer the up or down may be stuck. Customer's blood glucose was 6.5mmol/l. Advised customer to revert to back up plan.